Manufacturer narrative:
This complaint was reported by the patient's lawyer. The device was implanted at (B)(6) by dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient for the treatment of stress urinary incontinence (sui) during a retropubic midurethral sling and cystoscopy procedure performed on (B)(6) 2013. On (B)(6) 2017, the patient underwent a revision surgery due to pain and abdominal adhesions. An 8 cm portion of the vaginal mesh was removed. Reportedly, the patient tolerated the procedure quite well and was taken to the recovery room in stable and fine condition (in advance of planned same-day release). The removed mesh is not expected to be returned for evaluation.